Manufacturer narrative:
All available patient information was included. Additional information was not provided. An evaluation is in process. A follow-up report will be sent when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results were generated for 2 patients on the alinity c processing module. The following results were provided (normal range: 1.6- 2.6 mg/dl): sid (B)(6): initial result >9.5 mg/dl on this instrument; repeat result 1.8 mg/dl on other sn (B)(4). Sid (B)(6): initial result 7.7 mg/dl on this instrument; repeat result 2.3 mg/dl on other sn. The sample was also repeated on this instrument and generated a result of 2.5 mg/dl. Neither of the initial results for the samples were reported out. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated magnesium results were generated for 2 patients on the alinity c processing module. The following results were provided (normal range: 1.6- 2.6 mg/dl): sid (B)(6): initial result >9.5 mg/dl on this instrument; repeat result 1.8 mg/dl on other sn ac01733. Sid (B)(6): initial result 7.7 mg/dl on this instrument; repeat result 2.3 mg/dl on other sn. The sample was also repeated on this instrument and generated a result of 2.5 mg/dl. Neither of the initial results for the samples were reported out. There was no reported impact to patient management.

Manufacturer narrative:
During the investigation, the field service representative (fsr) inspected the alinity c processing module (serial number (B)(6)) and observed dirty and partially clogged cuvette washer probes. The fse resolved the issue by cleaning the probes and replacing the cuvette dryer tip assembly. The cuvette dryer tip assembly, part number c-35016555-01, was determined to be the likely cause of the issue. A review of the service history for the alinity c processing module (B)(6) was performed and no additional service or complaint issues were noted on or around the date of this complaint that may have contributed to the customer issue. A review of tracking and trending for the cuvette dryer tip assembly, part number c-35016555-01 was performed and no trends or systemic issues were identified. A review of the product monitoring review (pmr) scorecard for clinical chemistry systems was performed and no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint were identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6) or the cuvette dryer tip assembly.